Event description:
During a laparoscopic nissen fundoplication, the 5 mm a-track grasper broke. X-ray was taken in the operating room and was negative for foreign body metal. Surgery was completed and pt taken to recovery room in stable condition.